Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system provided inappropriate anti-tachycardia pacing and delivered multiple inappropriate shocks due to atrial fibrillation with rapid ventricular response. The patient was admitted to the hospital. Technical services provided reprogramming recommendations. Additional information from the field representative provided reprogramming was completed and the patient was discharged from the hospital. No other actions had been taken at this time. This ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system provided inappropriate anti-tachycardia pacing and delivered multiple inappropriate shocks due to atrial fibrillation with rapid ventricular response. The patient was admitted to the hospital. Technical services provided reprogramming recommendations. Additional information was requested but not provided at this time. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.